Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was frozen on a gcm session has been stopped prompt and customer could not clear it. During troubleshooting with tandem technical support, the customer was able to clear the notification and resume insulin delivery. Customer's blood glucose was 132 mg/dl.